Manufacturer narrative:
An event of transient ischemic attack, and leaflet immobility as seen on echo was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Shortly following the implant of an epic valve the patient was treated for a transient ischemic attack (tia) with medical management. An echocardiogram was performed revealing leaflet immobility. Additional information was requested, but no further information was made available.